Event description:
It was reported that while in the interventional cardiology dept the intra-aortic balloon (iab) insertion was of an emergency situation. The iab was prepped per instruction. The left femoral artery was successfully accessed; the reinforced sheath was introduced in the vessel. The iab was inserted into the sheath and got stuck right before exiting the sheath introducer and could not be advanced in the abdominal aorta. As a result, the iab with the sheath were removed as one unit. The md used a second iab and new sheath. Reference medwatch 1219856-2008-00140 for second event and medwatch 1219856-2008-00127 for third event involving same pt.